Event description:
Pt underwent open heart surgery using st. Jude symmetry connector devices in 2003. He received one graft not using the connector device and three (3) grafts using connector devices. At the time of cardiac catherization two yeats later, it was discovered that the non-connector graft was patent and the 3 grafts using connector devices were occluded. He was required to undergo invasive cardiac intervention due to occluded grafts.